Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the stent remains in the patient anatomy. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Thrombosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a right coronary artery. The patient presented with a myocardial infarction. A xience alpine stent was successfully implanted. The patient was given anti-clotting medication during the procedure, but was stopped when the procedure was completed. One hour post procedure, the patient coded and cardiopulmonary resuscitation (CPR) was performed. The patient was brought back to the cath lab where angiography revealed the xience alpine stent had completely clotted. The clot was removed and the patient was given additional medication. The patient is doing fine. No additional information was provided.